Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose level was 540 mg/dl. Customer suspected this was due to being out insulin or an absorption issue. Customer delivered a manual injection to treat the elevated blood glucose level.